Manufacturer narrative:
The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted that ultimately failed due to an inflammatory response in tendons issue. This case was ultimately revised and another xen stent was implanted on a later date.